Manufacturer narrative:
A field service engineer (fse) was dispatched who spoke with customer and found that they are using inset cups, fse instructed to use tosoh sample cups or regular tubes. Customer will try this.fse planned to inform area engineer.fse called to follow up, error has not returned since switching to tosoh cups. Customer will continue to use tosoh cups, no futher action required by field service the most probable cause of the reported event was due to an incorrect inset cup usage. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported error 4224 main arm z axis error with their aia-2000st analyzer. A field service engineer (fse) was dispatched on (B)(4) 2015 to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results